Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection found no damages or manufacturing abnormalities on the controller. Functional evaluation revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. The complaint was not verified and the root cause was unable to be determined. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: 1. Do not allow fluid to contact the end of the cable connector of the wand which mates to the controller as electric shock may occur, 2. Do not place other cables between the connection cable component and the controller, 3. Do not allow patient contact with grounded metal objects, and monitoring electrodes should be positioned as far as possible from the surgical electrodes when hf surgical equipment and physiological monitoring equipment are used simultaneously on the same patient.

Event description:
It was reported that during surgery the unit arched & shut off. No patient injury was reported. It was finished with a back up device.